Event description:
It was reported that the ventilator had a continuous leakage. There was no patient harm. Manufacturer's ref. #: (B)(4).

Event description:
Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
Based on technician statement, it was noticed that nozzle unit is physically damaged. According to communication with the technician, spring was broken in nozzle unit. It was stated that maintenance kit including nozzle units was replaced to resolve the issue. Pre-use check was passed and the device was handed over in working condition. The device's logs and claimed parts were not provided for further analysis. The nozzle unit is part of the gas module and regulates the inspiratory gas flow to the patient. It consists of a membrane, a mouthpiece and a feather spring. The membrane in the nozzle unit is pressed against a mouthpiece with a feather spring to regulate the gas flow through the gas module. According to the manufacturer¿s specification the complete plastic nozzle unit must be replaced during preventive maintenance. According to technician's statement, pm kit was due for replacement as it was not replaced by the customer. The cause of the claimed issue in this customer product complaint has been determined. The issue was related to damaged nozzle unit, which was not correctly maintained.